Event description:
It was reported that the patient presented in hospital after receiving a vibratory alert for high, out of range, high voltage lead impedance. In clinic measurements were normal. Dft testing was performed successfully and device was reprogrammed. The patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.